Manufacturer narrative:
Sample was collected in a serum tube with a gel separator. Qc was within the customer's established ranges on the day of the event. Service was not dispatched for this event as the customer is not questioning instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a higher than expected testosterone result generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate methodology produced a discordant result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.